Event description:
It was reported that the patient had a recent increase in seizures. There was most notably a generalized seizure that, while typical for the patient¿s history of epilepsy, was unusual with vns therapy. The physician performed a vns check on (B)(6) 2016 and noted high impedance. It was initially suspected by the treating physician that a seizure may have contributed to causing the high impedance. However, the patient was reported by his caregiver to have been in a car accident. The physician¿s assessment on potential trauma from the car accident contributing to the observed high impedance has not been received to date. The patient¿s full vns system was replaced on (B)(6) 2016. The explanted products have not been received by the manufacturer to date.

Event description:
The explanting facility reportedly did not keep the explanted devices; they are believed to be discarded. No additional pertinent information has been received to date.

Event description:
Information was received that the treating neurologist believed the patient¿s increase in seizures was actually related to stress. No additional pertinent information has been received to date.

Event description:
The patient¿s seizures had reportedly improved since the full replacement surgery. The previously encountered increase in seizures was determined to have resolved. No additional pertinent information has been received to date.